Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned. Representative reported that the cause of the pump migration was unknown. Per the instructions for use of the device, pump migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Information was received reporting a pump replacement. Additional communication with representative confirmed that the patient's pump was reported to be sideways and the physician had trouble reading and refilling the pump. Representative stated that the cause of the pump migration was not known, but that the device was no longer anchored. Representative also stated that the physician decided to replace rather than revise because of the device age. Device was discarded.